Event description:
Treatment of an aneurysm. It was reported the patient's aneurysm was treated with pipeline on (B)(6) 2011. On (B)(6), 2012, it was observed that the proximal end of the pipeline had migrated distal to the neck of the aneurysm. No complications were reported with the patient as a result of the event.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Manufacturer narrative:
On (B)(6) 2012, the patient underwent pipeline embolization re-treatment for a pipeline (4.75mm x 20mm) that was previously implanted on (B)(6) 2011 but had migrated. During the procedure, it was reported that angioplasty (an option presented in the instructions for use, u.s.) Was performed distal segment of the pipeline (5.00mm x 25mm) to achieve full wall apposition. No patient injury was reported as a result of the procedure. Please reference MDR# 2029214-2012-00119 for the first pipeline procedure. (B)(4).

Manufacturer narrative:
(B)(4).